Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, ventricular sensing integrity counts up to 8284 and non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing. The analysis of the device memory also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, right ventricular (rv) pacing impedance spiked to 3296 ohms from last measurement at 488 ohms. (B)(4).

Event description:
It was reported that the patient's device had a sensing issue and the sensing integrity counter (sic) was triggered. Additionally the right ventricular (rv) lead had noise with non-sustained tachycardia and high impedance. The lead and device were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.